Manufacturer narrative:
Information references the main component of the system.

Event description:
A healthcare provider (hcp) reported that after a replacement surgery the patient could not feel stimulation with the new device. They are not able to increase stimulation and the manufacturing representative (rep) left. The implantable neurostimulator (ins) is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.